Manufacturer narrative:
The customer reported that the bsm (bedside monitor) screen is black. The touchscreen and lights work normally. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The inverter board was replaced which corrected the problem reported by the customer. The repaired device was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) screen is black. The touchscreen and lights work normally.